Manufacturer narrative:
The insulin pump had unresponsive bolus express and escape buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the insulin pump returned without communication. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.